Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of difficulty with telemetry and interrogation, the head would not interrogate and failed its uplink test, though it was noted that it interrogated and passed functional testing with a known, good cable. It was further noted that the head was contaminated internally (main printed circuit board, magnet and magnet retainer) and that its upper case was damaged. The head was to be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had difficulty with telemetry and device interrogation. The programmer was returned for service. There was no patient involvement.